Event description:
The customer reported that the machine was not filling with disinfectant. The machine was running through the cycle, however, when it gets to the disinfectant stage, the basin will only fill up with just a small amount of cidex. The customer requested service. When the asp field service engineer (fse) assessed the unit, he noted that there was a crack in the disinfectant reservoir just below the heater. The unit leaked metricide onto the floor underneath the unit. No human contact or injuries were reported at the time of service.

Manufacturer narrative:
The unit was evaluated at the customer's site. Upon arrival, the fse found that the system was idle. The fse isolated the failure to leaking disinfectant tank. The fse removed/replaced per technical documentation. Upon completion, system passed all verifications and an empty cycle. Alert date is the day of service by fse as he found the disinfectant leak.